Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The product associated with this report was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the reported event of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Vomit and obstruction are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Pts must be cautioned to chew their foot thoroughly. Pts with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."

Event description:
Doctor reported pt in (B)(4) study experienced moderate stoma obstruction, elaborating, "pt admitted through a&e due to vomitting and unable to drink fluids. Blocked stoma due to eating grapes." Hospitalization and a lap-band ap system adjustment took place to treat event. Event was resolved without sequelae. Device remains implanted.